Event description:
This unsolicited device case from (B)(6) was received on 04-mar-2016 from a physician. This case involves a (B)(6) female patient who developed peritonitis, ascites, small intestinal dilatation and small intestinal wall thickening after placement of seprafilm (latency: unknown). Patient's medical history included uterine myoma diagnosed in 2008 (underlying disease; surgery indication), orthopedic condition and surgery for right knee meniscus injury (2010). Patient was a municipal employee. Patient had no diabetes mellitus, smoking, anaemia and radiotherapy. Patient's post-operative condition was generally healthy and nutritional status was good. Patient was allergic to minocycline hydrochloride (minomycin), celecoxib (celecox), organ lysate, standardized (neurotropin) and lansoprazole (takepron). Concomitant medications included ranitidine as pre-treatment for anaesthesia, diclofenac potassium (voltaren) and rebamipide (mucosta) for pain and cefazolin for postoperative infection prophylaxis. On (B)(6) 2016, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2016, a laparotomy with total hysterectomy was performed which was an elective surgery. No hyperthermic therapy was performed during the surgery. Four 1/4 sheets of seprafilm were applied to the vaginal stump/peritoneal closure site (1/4 x 2 sheets) and the small intestine (directly under the wound, before the closure of the abdominal wall), without being applied directly to the anastomosis site, once (form, route, indication, batch/ lot number and expiry date: not provided). The condition of application was favorable. The operating surgeon was experienced in using seprafilm. No pre-existing adhesion was observed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (1 l). The vaginal stump (after hysterectomy) was resected. No pre-existing non-purulent inflammation or infection was observed in the resection site. The resection site was anastomosed with hands (interrupted anastomosis). The inner and outer layer was sutured together with vicryl (absorbable thread).the ligature was absorbable threads (vicryl and silk threads). Operative field was clean-contaminated. The length of laparotomy incision was 10 cm, and involved saturation of 4 layers (peritoneum, fascia, hypodermis, and dermis). The first layer (peritoneum) was sutured with absorbable thread (polysorb, continuous suture). The skin was stapled with hands (interrupted suture, using absorbable nylon thread). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 1.5 hours. The volume of haemorrhage was 300 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. Second look laparoscopy was not performed. The postoperative course was favorable and the patient was able to eat. On (B)(6) 2016, after 5 days, patient experienced abdominal pain and diarrhoea which was later confirmed as moderate peritonitis on computerized tomography (CT) scan. It was reported that the same day, the patient also developed ascites, small intestinal dilatation and small intestinal wall thickening. These 3 events were moderate in severity and confirmed on CT scan. Patient received fluid replacement and was fasted as symptomatic treatments. On (B)(6) 2016, a CT scan was performed and showed ascites, small intestinal dilatation, and wall thickening. Patient was continued to be fasted. The abdominal symptoms (abdominal pain and diarrhoea) persisted. On (B)(6) 2016, patient's white blood cells (wbc): 9500/mcl, c-reactive protein (crp): 8.90 mg/dl, neutrophils: 86.6% and eosinophils: 0.4% (normal range: not provided for all). On (B)(6) 2016, patient had pyrexia. On (B)(6) 2016, the pyrexia resolved. The same day, culdocentesis was performed and ascites was collected. E. Coli was isolated. It was reported that the symptoms improved gradually. On (B)(6) 2016, a CT scan showed decreased ascites and decreased intestinal dilatation. On (B)(6) 2016, patient resumed eating. On (B)(6) 2016, although the symptoms remained, white blood cells (wbc) and c-reactive protein (crp) improved to 5600/mcl and 1.49 mg/dl, respectively. On (B)(6) 2016, patient was discharged from the hospital and was recovering. The hospitalization had been prolonged due to the event. On (B)(6) 2016, the events of ascites, small intestinal dilatation, and small intestinal wall thickening resolved. On (B)(6) 2016, inflammatory reactions turned negative. The patient did not undergo re-laparotomy for the event. On an unspecified date, the peritonitis resolved. On (B)(6) 2016, the patient had scratch patch test and drug-induced lymphocyte stimulation tests (dlst) which were negative. Corrective treatment: not reported for ascites, small intestinal dilatation and small intestinal wall thickening; clostridium butyricum (miya bm), p.o., 3 tablets/day, from (B)(6) 2016, peritonitis (abdominal pain, diarrhoea) cefmetazole, i.v., 1 g bid, from (B)(6) 2016, peritonitis (prophylactic use) paracetamol (acelio), i.v., 1000 mg/day, from (B)(6) 2016, peritonitis (pain relief) hyoscine butylbromide (butylpan), i.v., 20 mg/day, from (B)(6) 2016, peritonitis (pain relief). Outcome: recovered/ resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/(B)(4) pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-(B)(4) quality assurance at that time. Peritonitis (peritonitis). Reporting gastroenterologist's causality assessment: possible. Ascites (ascites). Reporting gastroenterologist's seriousness assessment: non-serious (but retained as serious with the seriousness criteria of important medical event (ime) according to the latest ime guidelines). Reporting gastroenterologist's causality assessment: unknown. Small intestinal dilatation (intestinal dilatation). Reporting gastroenterologist's seriousness assessment: non-serious. Reporting gastroenterologist's causality assessment: unknown. Small intestinal wall thickening (gastrointestinal wall thickening). Reporting gastroenterologist's seriousness assessment: non-serious. Reporting gastroenterologist's causality assessment: unknown. Reporting gastroenterologist's comment: the alternative explanation for the peritonitis was a history of drug allergy. Further reported, the alternative explanation for the ascites, small intestinal dilatation, and small intestinal wall thickening was a history of drug allergy. Reporting internist's comment: possible causative factors for the event other than seprafilm were unknown. The event developed on day 5 after the laparotomy, reached its peak on day 7 - 9, and improved spontaneously. As the CT scan showed small intestinal wall thickening and ascites, the course would be well explained if the event was some kind of (aseptic) serositis. Seprafilm was reported to be gelated and absorbed approximately in a week, and the event was considered to be caused by mechanical stimulation, chemical stimulation (contact inflammation), or delayed allergy. Mild symptoms remained on the outpatient visit performed 1 month later. Seriousness criteria: inpatient/prolonged hospitalization for peritonitis; important medical event for ascites. Additional information was received on 15-mar-2016 from a physician. The patient's gender, age, medical history and allergic history were added. The information regarding the suspect drug (dosage and treatment date) was added. The event of enterocolitis (allergic) was updated to peritonitis. The onset date and the outcome of the event were updated. The action taken was updated from unknown to not applicable. The reporter's seriousness/causality assessments for the event: serious (inpatient/prolonged hospitalization)/probable was added. The reporter's comment was added. Clinical course updated and text amended accordingly. Additional information was received on 24-mar-2016. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 05-apr-2016 from an internist. Patient's weight and height were added and age was updated. Additional events of ascites, small intestinal dilatation and small intestinal wall thickening and symptoms abdominal pain, diarrhoea and pyrexia were added along with details. The event onset date was updated from (B)(6) 2016. Reporter's comment, medical history, corrective treatment, examination findings, laboratory data, and concomitant drugs were added. Clinical course was updated and text was amended accordingly. Additional information was received on 02-jun-2016. Outcome for the event of peritonitis was updated from recovering/ resolving to recovered/ resolved. Reporting gastroenterologist's comment, seriousness and causality assessment for all events were added. Additional lab data dated: (B)(6) 2016 was added. Reporter's causality assessment for peritonitis was updated from probable to possible. Clinical course was updated. Text was amended accordingly. Additional information was received on 27-jun-2016. The reporter's seriousness/causality assessments for the events of ascites, small intestinal dilatation and small intestinal wall thickening were added as non-serious (except for ascites)/unknown. The onset date for the events of ascites, small intestinal dilatation and small intestinal wall thickening were updated to as (B)(6) 2016. The outcome for all these events were also updated to as recovered (recovery date as (B)(6) 2016). The reporting gastroenterologist's comment was updated. Clinical course updated and the text was amended accordingly. Pharmacovigilance comment: (B)(4) comment for follow up dated 27-june-2016: the follow up information received does not change the overall case assessment. (B)(4) comment for follow up dated 05-apr-2016: this case concerns a female patient who received treatment with seprafilm after total hysterectomy and later developed bacterial peritonitis and ascites. Based upon the positive temporal relationship, the causal role of product cannot be denied in the occurrence of events. However, another possible causative factor could be the surgical invasion itself which acts as a confounding factor, hence not allowing a comprehensive case assessment.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case involves a (B)(6) female patient who developed peritonitis after placement of seprafilm. Medical history was relevant for underlying disease (surgery indication): uterine myoma. Patient was allergic to minocycline hydrochloride (minomycin), celecoxib (celecox), organ lysate, standardized (neurotropin) and lansoprazole (takepron). Further reported, the patient had no concurrent condition before surgery and no concomitant use of other medical devices. On (B)(6) 2016, a laparotomy with total hysterectomy was performed and 1/4 x 4 sheets of seprafilm were applied to the peritoneal cavity once (total hysterectomy sites and under the incisional wound) (form, route, indication, batch/ lot number and expiry date: not provided). On (B)(6) 2016 (latency: 4 days) peritonitis developed. The event was moderate in severity and the onset site seemed obvious to be the application site(s) of seprafilm. As of (B)(6) 2016, the patient was recovering from the event. Corrective treatment: not reported. Outcome: recovering/ resolving. (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Diagnosis: peritonitis (peritonitis). Reporting gastroenterologist's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting gastroenterologist's causality assessment: probable. Reporting gastroenterologist's comment: invasive surgery or a concomitant drug (unspecified) was considered to be an alternative explanation for the event. Additional information was received on 15-mar-2016 from a physician. The patient's gender, age, medical history and allergic history were added. The information regarding the suspect drug (dosage and treatment date) was added. The event of enterocolitis (allergic) was updated to peritonitis. The onset date and the outcome of the event were updated. The action taken was updated from unknown to not applicable. The reporter's seriousness/causality assessments for the event: serious (inpatient/prolonged hospitalization)/probable was added. The reporter's comment was added. Clinical course updated and text amended accordingly. Additional information was received on 24-mar-2016. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 24-mar-2016: the additional information does not alter the previous case assessment. Sanofi follow up company comment dated 10-mar-2016: this case concerns a patient who received treatment with seprafilm and developed peritonitis. Since, a significant temporal relationship can be established the causal role of suspect cannot be precluded in occurence of the event. Furthermore, the reporting physician has assessed the event to be related to the suspect product. However lack of information regarding patient's medical history, concurrent condition, concomitant medications, and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from (B)(6) was received on 04-mar-2016 from a physician. This case involves a (B)(6) years old female patient who developed peritonitis, ascites, small intestinal dilatation and small intestinal wall thickening after placement of seprafilm (latency: unknown). Patient's medical history included uterine myoma diagnosed in 2008 (underlying disease; surgery indication), orthopedic condition and surgery for right knee meniscus injury (2010). Patient was a municipal employee. Patient had no diabetes mellitus, smoking, anaemia and radiotherapy. Patient's post-operative condition was generally healthy and nutritional status was good. Patient was allergic to minocycline hydrochloride (minomycin), celecoxib (celecox), organ lysate, standardized (neurotropin) and lansoprazole (takepron). Concomitant medications included ranitidine as pre-treatment for anaesthesia, diclofenac potassium (voltaren) and rebamipide (mucosta) for pain and cefazolin for postoperative infection prophylaxis. On (B)(6) 2016, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2016, a laparotomy with total hysterectomy was performed which was an elective surgery. No hyperthermic therapy was performed during the surgery. Four 1/4 sheets of seprafilm were applied to the vaginal stump/peritoneal closure site (1/4 x 2 sheets) and the small intestine (directly under the wound, before the closure of the abdominal wall), without being applied directly to the anastomosis site, once (form, route, indication, batch/ lot number and expiry date: not provided). The condition of application was favorable. The operating surgeon was experienced in using seprafilm. No pre-existing adhesion was observed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (1 l). The vaginal stump (after hysterectomy) was resected. No pre-existing non-purulent inflammation or infection was observed in the resection site. The resection site was anastomosed with hands (interrupted anastomosis). The inner and outer layer was sutured together with vicryl (absorbable thread).the ligature was absorbable threads (vicryl and silk threads). Operative field was clean-contaminated. The length of laparotomy incision was 10 cm, and involved saturation of 4 layers (peritoneum, fascia, hypodermis, and dermis). The first layer (peritoneum) was sutured with absorbable thread (polysorb, continuous suture). The skin was stapled with hands (interrupted suture, using absorbable nylon thread). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 1.5 hours. The volume of haemorrhage was 300 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. Second look laparoscopy was not performed. The postoperative course was favorable and the patient was able to eat. On (B)(6) 2016, after 5 days, patient experienced abdominal pain and diarrhoea which was later confirmed as moderate peritonitis on computerized tomography (CT) scan. Patient received fluid replacement and was fasted as symptomatic treatments. On (B)(6) 2016, a CT scan was performed and showed ascites, small intestinal dilatation, and wall thickening. Patient was continued to be fasted. The abdominal symptoms (abdominal pain and diarrhoea) persisted. On (B)(6) 2016, patient's white blood cells (wbc): 9500/mcl, c-reactive protein (crp): 8.90 mg/dl, neutrophils: 86.6% and eosinophils: 0.4% (normal range: not provided for all). On (B)(6) 2016, patient had pyrexia. On (B)(6) 2016, the pyrexia resolved. The same day, culdocentesis was performed and ascites was collected. E. Coli was isolated. It was reported that the symptoms improved gradually. On (B)(6) 2016, a CT scan showed decreased ascites and decreased intestinal dilatation. On (B)(6) 2016, patient resumed eating. On (B)(6) 2016, although the symptoms remained, white blood cells (wbc) and creactive protein (crp) improved to 5600/mcl and 1.49 mg/dl, respectively. On (B)(6) 2016, patient was discharged from the hospital and was recovering. The hospitalization had been prolonged due to the event. On (B)(6) 2016, inflammatory reactions turned negative. The patient did not undergo re-laparotomy for the event. On an unspecified date, the peritonitis resolved. On (B)(6) 2016, the patient had scratch patch test and drug induced lymphocyte stimulation tests (dlst) which were negative. Corrective treatment: not reported for ascites, small intestinal dilatation and small intestinal wall thickening; clostridium butyricum (miya bm), p.o., 3 tablets/day, from (B)(6) 2016, peritonitis (abdominal pain, diarrhoea) cefmetazole, i.v., 1 g bid, from (B)(6) 2016, peritonitis (prophylactic use) paracetamol (acelio), i.v., 1000 mg/day, from (B)(6) 2016, peritonitis (pain relief) hyoscine butylbromide (butylpan), i.v., 20 mg/day, (B)(6) 2016, peritonitis (pain relief). Outcome: recovered/ resolved for peritonitis; unknown for small intestinal wall thickening; recovering/resolving for other events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Peritonitis (peritonitis). Reporting gastroenterologist's causality assessment: possible. Ascites (ascites). Reporting gastroenterologist's seriousness assessment: not reported reporting gastroenterologist's causality assessment: not reported small intestinal dilatation (intestinal dilatation). Reporting gastroenterologist's seriousness assessment: not reported. Reporting gastroenterologist's causality assessment: not reported. Small intestinal wall thickening (gastrointestinal wall thickening). Reporting gastroenterologist's seriousness assessment: not reported. Reporting gastroenterologist's causality assessment: not reported. Reporting gastroenterologist's comment: the alternative explanation for the peritonitis was a history of drug allergy. Reporting internist's comment: possible causative factors for the event other than seprafilm were unknown. The event developed on day 5 after the laparotomy, reached its peak on day 7 - 9, and improved spontaneously. As the CT scan showed small intestinal wall thickening and ascites, the course would be well explained if the event was some kind of (aseptic) serositis. Seprafilm was reported to be gelated and absorbed approximately in a week, and the event was considered to be caused by mechanical stimulation, chemical stimulation (contact inflammation), or delayed allergy. Mild symptoms remained on the outpatient visit performed 1 month later. Seriousness criteria: inpatient/prolonged hospitalization for peritonitis; important medical event for ascites. Additional information was received on 15-mar-2016 from a physician. The patient's gender, age, medical history and allergic history were added. The information regarding the suspect drug (dosage and treatment date) was added. The event of enterocolitis (allergic) was updated to peritonitis. The onset date and the outcome of the event were updated. The action taken was updated from unknown to not applicable. The reporter's seriousness/causality assessments for the event: serious (inpatient/prolonged hospitalization)/probable was added. The reporter's comment was added. Clinical course updated and text amended accordingly. Additional information was received on 24-mar-2016. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 05-apr-2016 from an internist. Patient's weight and height were added and age was updated. Additional events of ascites, small intestinal dilatation and small intestinal wall thickening and symptoms abdominal pain, diarrhoea and pyrexia were added along with details. The event onset date was updated from 23-feb-2016 to 24-feb-2016. Reporter's comment, medical history, corrective treatment, examination findings, laboratory data, and concomitant drugs were added. Clinical course was updated and text was amended accordingly. Additional information was received on 02-jun-2016. Outcome for the event of peritonitis was updated from recovering/ resolving to recovered/ resolved. Reporting gastroenterologist's comment, seriousness and causality assessment for all events were added. Additional lab data dated: (B)(6) 2016 was added. Reporter's causality assessment for peritonitis was updated from probable to possible. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 2-june-2016: the follow up information received does not change the overall case assessment. Sanofi company comment for follow up dated 05-apr-2016: this case concerns a female patient who received treatment with seprafilm after total hysterectomy and later developed bacterial peritonitis and ascites. Based upon the positive temporal relationship, the causal role of product cannot be denied in the occurrence of events. However, another possible causative factor could be the surgical invasion itself which acts as a confounding factor, hence not allowing a comprehensive case assessment.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6)-2016 from a physician. This case involves a (B)(6) years old female patient who developed peritonitis after placement of seprafilm. Medical history was relevant for underlying disease (surgery indication): uterine myoma. Patient was allergic to minocycline hydrochloride (minomycin), celecoxib (celecox), organ lysate, standardized (neurotropin) and lansoprazole (takepron). Further reported, the patient had no concurrent condition before surgery and no concomitant use of other medical devices. On (B)(6)-2016, a laparotomy with total hysterectomy was performed and 1/4 x 4 sheets of seprafilm were applied to the peritoneal cavity once (total hysterectomy sites and under the incisional wound) (form, route, indication, batch/ lot number and expiry date: not provided). On (B)(6)-2016 (latency: 4 days) peritonitis developed. The event was moderate in severity and the onset site seemed obvious to be the application site(s) of seprafilm. As of (B)(6)-2016, the patient was recovering from the event. Corrective treatment: not reported. Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Diagnosis: peritonitis (peritonitis). Reporting gastroenterologist's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting gastroenterologist's causality assessment: probable. Reporting gastroenterologist's comment: invasive surgery or a concomitant drug (unspecified) was considered to be an alternative explanation for the event. Additional information was received on 15-mar-2016 from a physician. The patient's gender, age, medical history and allergic history were added. The information regarding the suspect drug (dosage and treatment date) was added. The event of enterocolitis (allergic) was updated to peritonitis. The onset date and the outcome of the event were updated. The action taken was updated from unknown to not applicable. The reporter's seriousness/causality assessments for the event: serious (inpatient/prolonged hospitalization)/probable was added. The reporter's comment was added. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 10-mar-2016: this case concerns a patient who received treatment with seprafilm and developed peritonitis. Since, a significant temporal relationship can be established the causal role of suspect cannot be precluded in occurence of the event. Furthermore, the reporting physician has assessed the event to be related to the suspect product. However lack of information regarding patient's medical history, concurrent condition, concomitant medications, and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case involves a (B)(6) years old female patient who developed peritonitis, ascites, small intestinal dilatation and small intestinal wall thickening after placement of seprafilm (latency: unknown). Patient's medical history included uterine myoma diagnosed in 2008 (underlying disease; surgery indication), orthopedic condition and surgery for right knee meniscus injury (2010). Patient was a municipal employee. Patient had no diabetes mellitus, smoking, anaemia and radiotherapy. Patient's post-operative condition was generally healthy and nutritional status was good. Patient was allergic to minocycline hydrochloride (minomycin), celecoxib (celecox), organ lysate, standardized (neurotropin) and lansoprazole (takepron). Concomitant medications included ranitidine as pre-treatment for anaesthesia, diclofenac potassium (voltaren) and rebamipide (mucosta) for pain and cefazolin for postoperative infection prophylaxis. On (B)(6) 2016, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2016, a laparotomy with total hysterectomy was performed which was an elective surgery. No hyperthermic therapy was performed during the surgery. Four 1/4 sheets of seprafilm were applied to the vaginal stump/peritoneal closure site (1/4 x 2 sheets) and the small intestine (directly under the wound, before the closure of the abdominal wall), without being applied directly to the anastomosis site, once (form, route, indication, batch/ lot number and expiry date: not provided). The condition of application was favorable. The operating surgeon was experienced in using seprafilm. No pre-existing adhesion was observed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (1 l). The vaginal stump (after hysterectomy) was resected. No pre-existing non-purulent inflammation or infection was observed in the resection site. The resection site was anastomosed with hands (interrupted anastomosis). The inner and outer layer was sutured together with vicryl (absorbable thread).the ligature was absorbable threads (vicryl and silk threads). Operative field was clean-contaminated. The length of laparotomy incision was 10 cm, and involved saturation of 4 layers (peritoneum, fascia, hypodermis, and dermis). The first layer (peritoneum) was sutured with absorbable thread (polysorb, continuous suture). The skin was stapled with hands (interrupted suture, using absorbable nylon thread). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 1.5 hours. The volume of haemorrhage was 300 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. Second look laparoscopy was not performed. The postoperative course was favorable and the patient was able to eat. On (B)(6) 2016, after 5 days, patient experienced abdominal pain and diarrhoea which was later confirmed as moderate peritonitis on computerized tomography (CT) scan. Patient received fluid replacement and was fasted as symptomatic treatments. On (B)(6) 2016, a CT scan was performed and showed ascites, small intestinal dilatation, and wall thickening. Patient was continued to be fasted. The abdominal symptoms (abdominal pain and diarrhoea) persisted. On (B)(6) 2016, patient's white blood cells (wbc): (B)(4)/mcl, c-reactive protein (crp): (B)(4) mg/dl, neutrophils: (B)(4) and eosinophils: (B)(4) (normal range: not provided for all). On (B)(6) 2016, patient had pyrexia. On (B)(6) 2016, the pyrexia resolved. The same day, culdocentesis was performed and ascites was collected. E. Coli was isolated. It was reported that the symptoms improved gradually. On (B)(6) 2016, a CT scan showed decreased ascites and decreased intestinal dilatation. On (B)(6) 2016, patient resumed eating. On (B)(6) 2016, although the symptoms remained, white blood cells (wbc) and c reactive protein (crp) improved to (B)(4)/mcl and (B)(4) mg/dl, respectively. On (B)(6) 2016, patient was discharged from the hospital and was recovering. The hospitalization had been prolonged due to the event. On (B)(6) 2016, inflammatory reactions turned (B)(6). The patient did not undergo re-laparotomy for the event. Corrective treatment: not reported for ascites, small intestinal dilatation and small intestinal wall thickening; clostridium butyricum (miya bm), p.o., 3 tablets/day, from (B)(6) 2016 to (B)(6) 2016, peritonitis (abdominal pain, diarrhoea) cefmetazole, i.v., 1 g bid, from (B)(6) 2016 to (B)(6) 2016, peritonitis (prophylactic use) paracetamol (acelio), i.v., (B)(4) mg/day, from (B)(6) 2016 to (B)(6) 2016, peritonitis (pain relief) hyoscine butylbromide (butylpan), i.v., (B)(4) mg/day, from (B)(6) 2016 to (B)(6) 2016, peritonitis (pain relief). Outcome: unknown for small intestinal wall thickening and recovering/ resolving for other events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Seriousness criteria: inpatient/prolonged hospitalization for peritonitis; important medical event for ascites reporter's causality: probable for peritonitis; not reported for ascites, small intestinal dilatation and small intestinal wall thickening. Reporting internist's comment: possible causative factors for the event other than seprafilm were unknown. The event developed on day 5 after the laparotomy, reached its peak on day 7 - 9, and improved spontaneously. As the CT scan showed small intestinal wall thickening and ascites, the course would be well explained if the event was some kind of (aseptic) serositis. Seprafilm was reported to be gelated and absorbed approximately in a week, and the event was considered to be caused by mechanical stimulation, chemical stimulation (contact inflammation), or delayed allergy. Mild symptoms remained on the outpatient visit performed 1 month later. Additional information was received on (B)(6) 2016 from a physician. The patient's gender, age, medical history and allergic history were added. The information regarding the suspect drug (dosage and treatment date) was added. The event of enterocolitis (allergic) was updated to peritonitis. The onset date and the outcome of the event were updated. The action taken was updated from unknown to not applicable. The reporter's seriousness/causality assessments for the event: serious (inpatient/prolonged hospitalization)/probable was added. The reporter's comment was added. Clinical course updated and text amended accordingly. Additional information was received on (B)(6) 2016. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on (B)(6) 2016 from an internist. Patient's weight and height were added and age was updated. Additional events of ascites, small intestinal dilatation and small intestinal wall thickening and symptoms abdominal pain, diarrhoea and pyrexia were added along with details. The event onset date was updated from (B)(6) 2016 to (B)(6) 2016. Reporter's comment, medical history, corrective treatment, examination findings, laboratory data, and concomitant drugs were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2016: this case concerns a female patient who received treatment with seprafilm after total hysterectomy and later developed bacterial peritonitis and ascites. Based upon the positive temporal relationship, the causal role of product cannot be denied in the occurrence of events. However, another possible causative factor could be the surgical invasion itself which acts as a confounding factor, hence not allowing a comprehensive case assessment.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case involves a patient of unknown demographics who developed enterocolitis (allergic) after placement of seprafilm. No past drug, medical history, concomitant medication or concurrent condition was reported. On an unspecified date, the patient was applied seprafilm (dose, form, route, frequency, indication, batch/lot number and expiration date: unknown). On postoperative day 5 (date: not provided), after uterine myoma surgery, the patient developed enterocolitis (allergic). Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: as per the ime list, the event is important medical event. Diagnosis: enterocolitis (allergic) (enterocolitis). Reporting physician's seriousness assessment: not provided. Reporting physician's causality assessment: not provided. Pharmacovigilance comment: sanofi comment dated (B)(6) 2016: this case concerns a patient who received treatment with seprafilm after uterine myoma surgery and developed enterocolitis. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications, and other risk factors precludes the complete medical case assessment.